Event description:
It was reported that the patient was at the hospital for unrelated respiratory issues resulting from the flu. It was noted that that noise resulting in oversensing were observed on the right ventricular (rv) during this time. Programming changes were made to address sensitivity. The were no additional interventions planned. The patient was just being monitored remotely. The patient was stable.